Event description:
I have had autoimmune symptoms for many years. The first symptoms started with dry mouth, dry eyes in 2002. In 2008, I was finally diagnosed with primary sjogren's syndrome. I have <640ana, my c3 and c4 are always off. In the past I have been treated for sphincter of oddi in which I underwent 5 ercp s, two with sphincterotomy and the last with pancreatic duct enlargement. My silicone implants were discovered to be ruptured in a CT scan post ercp in 2004. At that time I had them removed, on examination one was ruptured and had migrated the other was severely (level 4 I think) encapsulated. Dr. (B)(6) of (B)(6) hospital was the surgeon who did the removal and re-implantation, I inquired to change to saline, in which persuaded me to silicone as part of a trial. I have not heard any more follow up as a trial participant. I currently can not work and travel from (B)(6) center for treatment. My sjogrens symptoms are: ra, dry eye, dry mouth, fatigue, joint pain, overall pain, migraine, eye disturbances, peripheral neuropathies. I can not work, I can't sustain any quality of life.